Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated after implantation. Patient states that she noticed that the left breast implant was getting smaller and flat. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered.